Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6)2017, the reporter contacted animas, alleging that there was a call service 078 alarm issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05 oct 2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/07/2017 with the following findings: review of the black box data confirmed records of motor rewind error (078-0008.) On investigation, the pump powered on normally and the rewind, load a prime sequence was successfully executed. The pump was exercised for 24 hours without the occurrence of any alarms. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked.